Event description:
It was reported that this artificial urinary sphincter was removed as the device did not work due to fluid loss from a hole in the tubing at the connection to the pump bulb. A new artificial urinary sphincter was implanted. No patient complications were reported.